Manufacturer narrative:
Section d6a: implant date provided in previous report not applicable manufacturer's investigation conclusion: the reported event of backup battery faults was able to be confirmed via review of the log file. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted for review. A review of the submitted log files showed events spanning approximately 3 days (B)(6) 2021 per timestamp). Backup battery faults due to load test failures were active on (B)(6) 2021 at 12:40:04 ¿ 12:55:58. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compare to the unloaded. There were no other notable alarms active in the log file. Pump operation was not affected. Another log file was downloaded for review during testing with events spanning approximately 4 days (B)(6) 2021 per timestamp). Events recorded on (B)(6) 2021 were recorded in the testing labs at abbott. Backup battery faults due to load test failures were active on 1(B)(6) 2021 at 12:26:30 ¿ 16:31:50. The backup battery failed the load test due to the loaded voltage being over the acceptable threshold as compare to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 16:31:43 and the controller was shut off at 16:31:50. There were no other notable alarms active in the log file. Pump operation was not affected. The controller underwent preliminary and functional testing and passed. The reported alarms of backup battery fault alarms were unable to be reproduced at any point during testing. Additional information provided on 20aug2021 stated that despite reseating the backup battery, the backup battery faults returning on (B)(6) 2021. The controller was exchanged and will be returning with the backup battery. The root cause of the reported event was unable to be conclusively determined through this investigation. Additionally, during the investigation there were incidental findings of wire damage. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 09sep2019. Heartmate iii instructions for use section entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including backup battery fault alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section entitled ¿equipment storage and care¿ and heartmate iii patient handbook section entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use including how to ensure that the backup battery is properly installed. Heartmate iii instructions for use section entitled ¿system operations¿ and heartmate iii patient handbook section entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ the patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient experienced a ¿replace backup battery¿ alarm. The 11v backup battery had only been in use since (B)(6) 2021 and the alarm resolved once the battery was reseated. A review of the log file noted the backup battery faults started on (B)(6) 2021 at 12:40 and continued for the remainder of the log. Per a conversation with the site, this warranted a system controller exchange and the patient would be upgraded with low flow software at that time. The backup battery fault alarms returned on (B)(6) 2021 so the system controller was exchanged and the patient had the low flow software updated on both of their new system controllers.